Event description:
The customer reported the male luer adapter separated from the IV set during a pt infusion. The facility's nurse supervisor reported there was no pt injury or need for medical intervention. No information was provided regarding the pt or type of medication/IV solution being infused.